Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 1083388. Product family: dbs-ipg-r, upn: m365db1110c0, model: db-1110-c, serial: (B)(6), batch: 19366508.

Event description:
It was reported that the deep brain stimulation (dbs) patient had high impedances on the lead extensions during an elective implantable pulse generator (ipg) replacement procedure. It was noted that the contacts with high impedances were not used for stimulation and did not affect therapy per the physicians assessment. The patient underwent a procedure on (B)(6) 2024 where the lead extensions were replaced. Physical analysis of the lead extensions was not performed as the devices were disposed by the facility. The patient did well post-operatively.